Event description:
It was reported that the pt experienced phrenic nerve stimulation. The left ventricular lead was explanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. An incomplete lead was returned in two pieces. The damage found was consistent with explant damage. Electrical tests were normal.